Manufacturer narrative:
The field service engineer (fse) visited the facility and examined the system. Cultures of the system were taken; no bacterial growth was identified. The fse found unspecified build-up around the chloride electrode and some seepage of glue around other electrodes. The flow cell was cleaned. The customer replaced the sodium electrode and implemented an optional twice-weekly cleaning procedure; no further reports were noted. This is one of two medwatch reports being submitted as the customer reported multiple events associated with this single malfunction. Reference the below MDR numbers for all associated events. MDR #2050012-2011-03872. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 and (B)(4) 2010 for additional reportable events.

Event description:
Customer reported that several erroneous sodium results were generated by the unicel dxc 600i synchron access clinical system. The specific number of events was not provided. The erroneous results were reported out of the laboratory. The facility did not retest the samples and accordingly, did not issue any amended reports. There are no reports of any adverse events or need for medical intervention to prevent or preclude serious injury.